Manufacturer narrative:
D10 concomitant product: unknown eea, unknown eea, (lot #unknown) article: laparoscopic transanal total mesorectal excision (tatme) for rectal cancer author: pietro conti, giorgio la greca, andrea muratore, giovanni trombatore year: 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study aimed to report the initial experience in term of short terms outcomes and histological results of laparoscopic transanal total mesorectal excision (tatme) for rectal cancer between 2015 and 2020. A circular stapler was used for an end-to-end or side-to-end anastomoses. The long anvil of hemorrhoidal stapler was placed into the lumen of the proximal bowel and secured using a purse-string suture. The circular stapler was advanced through the anorectal ring and the trocar of the circular stapler was placed into the anvil. There were 33 patients in the study and one patient died within the first 30 days post surgery due to multiorgan failure.